Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer either perform a fill tubing or changed the infusion set site to resume insulin therapy. Customer's blood glucose was 300-350s mg/dl.